Manufacturer narrative:
We have received and evaluated the complaint device and we were able to confirm the failure. The measured force to close the hoops was found to be with specification as well as the internal diameter of the sheath. When we measured the stiffness of the sheath, we found it be lower than normal. At this time, we are inconclusive about the root cause of the defect. It is possible that the silicone coating that is used to lubricate the wire to reduce friction between the sheath and the wire was not coated properly. As a result, the friction prevented the centering hoops from closing completely into the sheath. The 100 units of plastic assembly with silicone coating were all from a single lot that were used in manufacturing this lot only. Also, the sheaths used in manufacturing this lot were also used in 6 other lots. We have sold all of these valvulotomes. We have not confirmed any other complaints from other users related to similar incident from any of these lots. Our lot history records review did not reveal any discrepancies related to the complaint event either in the manufacturing or packaging processes. Hence, we believe that the incident is isolated only to this unit. The device was not used for the operation. The operation was completely successfully using the hospital stock ( catalog no. 1009-00/ lot no. 1195v ).

Event description:
During pre-use check, the centering hoops were unable to open. The device was not used for operation.